Event description:
It was reported per field service report: pump was on pt. Symptom - battery went from full charge to no battery power while on transport. Findings/actions taken: field service engineer found battery running 15 minutes before shutting down after overnight charge. Replaced battery. Passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.